Event description:
Information received regarding the explanted device notes that during a routine follow-up, ventricular pacing was inhibited for up to 3 to 3.5 seconds, resulting in non- conducted p waves and ventricular asystole. An initial interrogation revealed measured battery data of 2.76v, <1 kohms, 19ua but a subsequent interrogation revealed measured battery data of 2.13v, 17 kohms, 27ua. A third measurement taken read 2.74v, 1 kohms, 22ua.